Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21jun2019. A follow up report will be submitted once the evaluation is complete.

Event description:
It was reported the touch panel is sometimes out of place. No patient involvement.

Manufacturer narrative:
Date received by MFR: 23jul2019. Date of this report: 07aug2019. The customer support service confirmed the reported issue, the touchscreen was unable to operate. The customer support service then replaced the touchscreen to resolve the issue. Unit was checked overall, cleaned, performed run in and functional tests. No other abnormalities found after repair and preventive maintenance.